Manufacturer narrative:
Corrected data: date of event: (B)(6) 2013 (capsular bag ruptured during intraocular lens implant.) Additional information: age: (B)(6) years. On (B)(6) 2013, left eye phacoemulsification with intraocular lens implant and anterior vitrectomy was performed. No problems detected during post-operative examinations. On review on (B)(6) 2013, iol implant was noted to have brown discoloration. No evidence of inflammation, infection or impaired color vision perception was noted. The patient had good visual acuity of 6/15. The patient has glaucoma and is using gutt xalatan on both eyes, gutt alphagan right eye (twice a day). No other ocular medications other than routine antibiotics and steroids after cataract surgery. The patient has no history of hypertension, ischemic heart disease, asthma. Known glaucoma (both eyes) since 2000. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) turned brown after implantation. The date of implant was not provided. The doctor realized that the lens had turned brown on (B)(6) 2013 during the patient's follow up checkup. To date, the intraocular lens remains implanted. Further information noted that during implant of the intraocular lens the capsular bag ruptured. There was no patient injury and the surgery was completed successfully. Reportedly, the patient is doing fine without any issues that would affect his daily life. There was no loss of bcva (best corrected visual acuity). There are no plans to explant the lens. Patient was not prescribed medications. Patient age/date of birth was not provided. No further information was provided.

Manufacturer narrative:
(B)(6). Reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing for this serial number were within specifications and in compliance. No deviations or non-conformances (ncr) due to discolored issues were generated. The review of the documentation for soft acrylic buttons inspection showed that all the lenses sampled had an acceptable haze level. No discolored issues were reported. The production order was sterilized in lot a2000217. The product was processed according to requirements and met the specifications. Based on the manufacturing record review, no deviation or assignable cause was identified for the claim of ¿discolored¿ when this production order was manufactured. In addition, further information was received, stating that the patient is asymptomatic and visual functions are all normal. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
If implanted, give date: (B)(6) 2013. If explanted, give date: na (not applicable) lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Additional information was received via journal article: wong, melissa h.y. Et al.; brown discoloration of acrylic hydrophobic intraocular lens; canadian journal of ophthalmology, published online: june 30, 2016. Patient had a small posterior capsule rupture and was symptomatic for blurry vision. 1 month postoperatively, presented with prolonged postoperative inflammation that was limited to the anterior chamber. The inflammation resolved with a longer duration (6¿8 weeks) of topical corticosteroids. (B)(4). Report source: added literature. All pertinent information available to abbott medical optics has been submitted. (B)(4).

Manufacturer narrative:
Device evaluation the lens was not returned to the manufacturer for evaluation as it remains implanted. Therefore, visual inspection could not be performed and the reported issue could not be verified. Additionally, record review met manufacturing release criteria. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.